Event description:
While upgrading this patient to crt-p this device could not be interrogated and has no output, sensing or capture. The physician was using a bovie during the case. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. First, a visual inspection of the pacemaker was performed revealing burn marks on the pacemaker housing. It is reasonable to assume that these burn marks resulted from a surgery tool as mentioned in the complaint description. During the analysis the clinical observation was confirmed, an interrogation was not properly feasible and no therapy functionality was present. Using a technical programming tool the pacemaker was reset. Subsequently the device was interrogated and the pacemaker's memory content was analyzed revealing no anomalies. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. In summary, the clinical observation was confirmed. Using a technical programming tool,the device was reset proving the pacemaker to be fully functional. However, it is believed that the clinical observation resulted from the cautery procedure as mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.